Event description:
It was reported diagnostic test revealed impedance issues for several of the pt's (B)(6) lead contacts. Efforts to provide effective coverage via reprogramming proved unsuccessful. Surgical intervention was undertaken for further interrogation. Intraoperative testing isolated the problem to the lead extension. As such, the device was explanted and replaced. Effective stimulation was recaptured for the pt following the procedure.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.